Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) that the wash concentrate bottle on the synchron cx delta clinical system (cx 9) was leaking. Customer reported that the bottle leaked before in (B)(6), 2011. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. Bec identifier for this complaint is (B)(4).